Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found no issues with the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage was noticed along the shaft of the device. The manifold had broken into two pieces and off the hypotube with the strain relief remaining on the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR 2134265-2014-00756. It was reported that the stent was damaged. The lesion being treated was located in the left anterior descending artery. The physician predilated then advanced a 3.00x28mm promus element stent delivery system (sds) to the target lesion. However, the sds was unable to cross. It was then noted that the stent was damaged. The sds was successfully remove. Then, the physician advanced a 3.00x20mm promus element sds to the target lesion however the sds was also unable to cross the lesion. It was then noted that the stent was damaged. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
Same case as MDR 2134265-2014-00756. It was reported that the stent was damaged. The lesion being treated was located in the left anterior descending artery. The physician predilated then advanced a 3.00x28mm promus element stent delivery system (sds) to the target lesion. However, the sds was unable to cross. It was then noted that the stent was damaged. The sds was successfully remove. Then, the physician advanced a 3.00x20mm promus element sds to the target lesion however the sds was also unable to cross the lesion. It was then noted that the stent was damaged. The device was successfully removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).